Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: regarding the smartsite connector, our (B)(6) experienced issues when using it with the contrast injector. The plunger burst during use. It was determined that these bungs caused the pressure issues and occlusions observed at our clinic. Additional information received from the customer: please confirm the number of products affected? More than one. Exact qty not known. Please confirm the lot number(s)? N/a. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? As per notes above, not an infusion please confirm what substance was being infused during the time of the event? As above - contrast was there any patient harm? No was there an under infusion? No. Could you please provide the date of the event? Unknown, approx. 4 months ago.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: no samples were returned for investigation of (B)(4), in which the customer has stated: "regarding the smartsite connector, our (B)(6) experienced issues when using it with the contrast injector. The plunger burst during use. It was determined that these bungs caused the pressure issues and occlusions observed at our clinic" this feedback relates to a 2000e7d products; however, the customer has not provided a lot number. Further details relating to the nature of the reported issue and the clinical set up (including details of the product connected to the 2000e7d) were not provided to aid the investigation. The customer did provide a photograph (appendix 1) which shows a dual chamber injector system used for contrast media injections; however, there was no visible smartsite in the photograph. The details of this feedback were forwarded to the manufacturing site; however, as no lot number was provided it has not been possible to perform a review of the production documentation for this particular product. In this instance, without any samples to examine it has not been possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience; however, previous reports of this nature have been related to raised features on the surface of the male luer of the connecting product. These features, including flash or a raised edge to the tip of the male luer, have previously been shown to lead to intermittent restricted flow due to pinching of the blue piston of the smartsite which subsequently does not allow it to open fully. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that reports of this nature are rare, with a small number of similar reports received against the smartsite component in the last 12 months.